Manufacturer narrative:
Customer name- (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported an intermittent image issue, where the image sometimes did not display during an inspection for use with an olympus video system center. There was no patient injury reported.